Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was damaged, which would prevent the electrode belt from properly securing into the monitor. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged trunk cable connector. The last pt to use this belt did not report any deficiencies.